Manufacturer narrative:
Based on the claim against the product by the customer noting that the large hem-o-lok clip applier had non-intuitive motion while clipping, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier was analyzed and found to have a broken input disk. The instrument was found to have multiple input disks broken and cracked. Hairline cracks were found on grip input shaft #6. Input disk #7 was found broken piece inside of the housing. Additional observation(s) related to the customer-reported complaint: the instrument was found to have a cracked clamping pulley at the proximal end. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. Additional observation(s) not reported by site: the instrument was found to have the housing broken at the corner below the lot number. A piece measuring approximately 0.155¿ x 0.148¿ was returned with the instrument. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of broken/cracked input disks is attributed to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The current input disk designs are susceptible to cracking when not thoroughly rinsed following cleaning with some enzymatic detergents. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause of a broken/cracked clamping pulley is attributed to improper cleaning or sterilization techniques used during reprocessing. Leftover residual chemicals on the clamping pulley can result in cracking at high temperatures of the autoclave. Insufficient flushing/rinsing steps at the end of the cleaning process can also result in cracking. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause of a broken instrument housing is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to cracking. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the large hem-o-lok clip applier moved with unintuitive motion while loading the clip. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure that the large hem-o-lok clip applier did not follow the surgeon's hand movements while clipping tissue. A backup clip applier was used to complete the procedure. Intuitive surgical, inc. (Isi) clinical sales representative (csr) tested the device after it was cleaned and noted that the instrument jerked while clamping. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the isi csr reportedly tested the device and replicated the customer's reported complaint. The instrument has been returned for failure analysis. There was no further information available.

Manufacturer narrative:
On 14-mar-2023, the following additional information was obtained from failure analysis (fa): an additional observation related to the customer reported complaint was identified. The large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument failed the clip test due to misapplication of the clip. The instrument passed the engagement test, and was able to retain the clip through engagement, but could not apply the clip.

Event description:
Refer to h10/h11 for follow-up information.